Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated MDR# 1225714-2014-01054.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.